Event description:
Provider stated joystick intermittent. Dealer states end user became stuck, had to wiggle wires to get the chair to move. Dealer verified that the wires were damaged and replaced the joystick. No injuries.